Event description:
Customer reported the image was black. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.